Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil will not be returned for evaluation as it was implanted in the patient and the pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a cerebral aneurysm, this coil prematurely detached. It was reported that the physician repositioned the coil a few times to insert into the aneurysm. At that time, the coil prematurely detached. The physician used the microcatheter and guidewire to push the coil into the target aneurysm. The coil was implanted successfully. Several coils were implanted into the aneurysm prior to this axium coil so after implanting this coil the procedure was completed. There were no patient complications reported.